Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced anterior chamber bubbles on the same day of laser treatment in the right(od) operative eye. The patient chief complaint was of being annoyed and commented that will have blurred vison all day. The procedure was aborted and rescheduled for the following day. The patient did not experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities.